Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they wanted to find out dates related to the stimulator. Patient asked when they initially got the stimulator, when it was explanted, and if and if there was any way to check when the leads were revised. Agent asked patient to clarify, patient said they had to go in and "redo" or "change" the leads shortly after they had it installed, later said this was in like 2023 and had it "revised" like 2-3 times. Agent reviewed patient only had the original leads on registration, and no previous calls regarding lead revisions. Agent reviewed registration with patient and redirected to doctor's office regarding procedure dates for the "revisions". Patient said their doctor went out of business, so they were reaching out to the manufacturer to try and get that information. No symptoms were reported.